Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer's reservoir was leaking past both orings. The customer's mother stated that prior to the event, the customer had received no delivery alarms and had changed out several sets. The customer's mother also stated that daughter's blood glucose reading was at 35 mmol/l at some point and that the customer also had a reservoir leak. The customer's mother further stated that the customer uses an mmt-399600 quick-set infusion set, lot 2209330. Nothing further was reported.